Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) testing confirmed the no output and no telemetry condition. The high current drain condition found at analysis was the result of excessive leakage current internal to a tantalum capacitor.

Event description:
It was reported that during follow-up there was no telemetry and no output on both channels. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".